Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for backup audible alarm post error. No physical damage was identified during the physical inspection. Event log history was performed and indicated that backup audible alarm post error was recorded in history. During analysis, the reported issue, which is backup audible alarm post error, was able to be duplicated. Based on the evidence, the complaint was confirmed for backup audible alarm post error. Backup audible alarm post error was caused by the main board. Service replaced the main board and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a back up audible alarm error was experienced.